Event description:
The device was prepared to remove a blood clot in the artificial blood vessel. After preparation the catheter tip was inserted into the vessel and the balloon was inflated, but then the balloon ruptured. The second catheter was used to continue the operation, but the balloon also ruptured. A third catheter was used, but the balloon ruptured again. The operation was successfully completed using a fourth catheter. No injury was reported to the patient. Note: this is report 1 of 3 related to the first catheter used in the event. Report 1220948-2023-00185 and 1220948-2023-00186 were submitted for the second and third device. Only two of the three devices were received.

Manufacturer narrative:
The device was returned for investigation. The balloon was confirmed to be ruptured. Due to the nature of the product, balloon ruptures are an expected risk when using this product. As stated in the IFU: as with all catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. The possibility of balloon rupture must be taken into account when considering the risks involved in the catherization procedure. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number. CAPA 2021-009 was previously opened to address this issue. No further action needed at this time. Note: this is report 1 of 3 related to the first catheter used in the event. Report 1220948-2023-00185 and 1220948-2023-00186 were submitted for the second and third device. Only two of the three devices were received.